Manufacturer narrative:
A field service engineer (fse) was dispatched and reviewed the data with the customer. The fse replaced the laser bar code decoder card and the scanner ribbon cable. The fse ran a full cassette of specimens including the specimen that misread, all read without error. The root cause is unknown; however, the instrument's checksum was disabled. Per labeling, beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer mis-read the last digit of the sample ID for a single patient sample in the automatic mode. Sample ID (B)(4) was incorrectly read as (B)(4). The mis-read sample ID was identified when the instrument generated a "no match" message. No erroneous results were reported out of the laboratory. The sample was rerun and it was read correctly. No death, serious injury, or change to patient treatment is associated with this event.